Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was inserted into eye and haptic broke off. The lens was then explanted and the haptic retrieved from the eye and it was replaced with another lens during the same procedure. There was no patient harm.